Event description:
A malfunction alarm on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump had a resettable malfunction code, which was resolved with assistance from technical support, and the customer was guided through the reset process. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.